Manufacturer narrative:
A ge representative evaluated the system and replaced the joystick assembly. System operates as intended.

Event description:
The customer reported the system is displaying a joystick error on boot up and the joystick is not working. No pt injury was reported.